Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 123 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
We were unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the compromised force sensor system alarm due to a completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to the complete broken reservoir tube lip. However, the pump was received with a loose drive support disk.